Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was). The valve was closed as received. The hub, shaft, and tip were examined. Multiple kinks were found along the shaft. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was advanced into a watchman® access system and the closure device was deployed. The closure device was too small for the laa, so it required a full recapture. When the physician fully recaptured the closure device, the tip of the access system was damaged. The closure device was completely contained in the access system upon removal. The access system was exchanged for a new one and a 30 mm closure device was deployed and implanted to successfully complete the procedure. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was advanced into a watchman® access system and the closure device was deployed. The closure device was too small for the laa, so it required a full recapture. When the physician fully recaptured the closure device, the tip of the access system was damaged. The closure device was completely contained in the access system upon removal. The access system was exchanged for a new one and a 30 mm closure device was deployed and implanted to successfully complete the procedure. There were no patient complications and the patient's condition is stable.